Manufacturer narrative:
Cm42500e-07, 510k: the model # and catalog # is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 42500e-07. The 510k number is for the domestic similar product: k931173. Investigation summary: the customer reported tubing separated from the fluid chamber, and returned one used sample. The sample included only the drip chamber, and the separation was confirmed. The root cause was traced to insufficient solvent. Device history record review for model cm42500e-07 and lot number 22109416 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd alaris¿ smartsite¿ gravity set separated. The following information was provided by the initial reporter: the tubing separated from the fluid chamber at the hub.